Manufacturer narrative:
The device was returned to zoll australia for evaluation. The customer's report was duplicated and attributed to a faulty multifunction cable (mfc). The mfc was replaced to resolve the report. The device was recertified and returned to the customer. The mfc was returned to zoll medical chemlsford for scrap. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.